Event description:
Caller reported a cartridge alarm 20 on two separate occasions. There was no adverse impact to the customer¿s blood glucose level, with levels not exceeding 500 mg/dl (27.7 mmol/l). Technical support decided to replace the pump, as the issue persisted with consecutive cartridges, and the customer will use multiple daily injections as a backup method. The customer acknowledged all instructions, including software updates and returning the problematic pump, and was informed about steps for setting up the replacement pump.